Event description:
It was reported that the foley catheter had broken during placement. As the tip remained in the bladder, it was anesthetized with xylocaine jelly and then removed by grasping it. A CT scan confirmed that it had not fallen out of the bladder. Looking at the cut surface, it felt sharp, and did not appear to have been cut by force alone. It is possible that deterioration had caused a crack, which led to the breakage.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Sample was evaluated and observed the catheter breakage on the catheter shaft. The surface was normal in appearance with the presence of typical jagged tears which resulted from breakage of the catheter. The tearing looks like the shaft was exposed to sharp object that could cause the catheter break. However, the exact cause of how and when problem occurred could not be determined. The breakage did not occur because of any manufacturing process related cause the potential root cause for this failure could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had broken during placement. As the tip remained in the bladder, it was anesthetized with xylocaine jelly and then removed by grasping it. A CT scan confirmed that it had not fallen out of the bladder. Looking at the cut surface, it felt sharp, and did not appear to have been cut by force alone. It is possible that deterioration had caused a crack, which led to the breakage.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.